Event description:
It was reported that the patient felt very tired after losing her balance and falling two days ago. She didn't realize she was hurt that bad or that she had hit the device at the moment because her body was hurting all over. Following the fall when the patient touched the device it felt 'all crinkled up' and was 'not smooth like before.' It was noted that the patient believed the device was damaged and had turned it off, and that may have explained why she had not been feeling good the last couple of days.

Event description:
When contacted for follow up information, the patient reported that they still had concerns with the implantable neurostimulator device therapy but had not sought further help. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3586, serial# (B)(4), implanted: (B)(6) 1998, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).